Event description:
It was reported that an unspecified malfunction alarm occurred. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on their levels. Technical support provided assistance with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue happens again, which the caller acknowledged and understood.